Manufacturer narrative:
Evaluation summary: evaluation revealed that the nail holding screw did not contribute to the complained event, therefore it was classified as concomitant item.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that during orif of the left femur the external compression screwdriver and the compression screwdriver were not threading on to the nail bolt. After the case, we saw that it was due to cross threading of the internal threads inside the nail holding bolt.

Event description:
It was reported that during orif of the left femur the external compression screwdriver and the compression screwdriver were not threading on to the nail bolt. After the case, we saw that it was due to cross threading of the internal threads inside the nail holding bolt.